Event description:
Pt admitted to have dual chamber aicd generator replacement for pacemaker malfunction - atrial lead dysfunction. Old defibrillator noted to be at end of life. After new device was implanted, pt arrested and expired 2 days later.